Event description:
Oracle ro : 1220904 always errors occlusion.

Manufacturer narrative:
A manufacturing (DHR) device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The issue is not related to a previous repair or service. The device was five years old. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a non-OEM (original equipment manufacturer) power cord with device. Device was in good condition with no appearance of any physical damaged. Functional testing confirmed premature occlusion alarm during occlusion test. The force reading is out of specification. This issue was customer induced as a result of the customer's non-performance of required periodic preventative maintenance activities and the customer's general neglect. Service referenced the periodic maintenance requirements and mandatory annual maintenance testing that are documented in the scheduled maintenance section of the technical service manual and reference the periodic maintenance requirements cited in the safety features section of the operator's manual. Service upgraded device software and replaced power cord due to non-OEM power cord that was found with device. Additional information received and a1 and a5 were updated. Evaluation completed, updated h6 and h10.

Event description:
Additional information was received from the customer on (B)(6) 2022. No patient involved.